Manufacturer narrative:
No further information obtained at the time of this report. Once additional information is obtained and/or device is returned and evaluated by manufacturer, a supplemental report will be submitted.

Event description:
It was reported to the manufacturer that a patient treated using the iridex cyclo g6 laser system developed hypotony and phthisis post procedure. No further information was provided. It was reported to the manufacturer that a patient treated using the iridex cyclo g6 laser system developed hypotony and phthisis post procedure. No further information was provided.